Manufacturer narrative:
The reported event was confirmed - cause unknown. The product had caused the reported failure. Visual inspection noted irregular burst without missing pieces. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found there was present lubricant on the balloon area. However, the exact cause on how and when problem occurred could not be determined. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error) . No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: proper techniques for urinary catheter insertion: - perform hand hygiene immediately before and after insertion - insert urinary catheters using aseptic technique and sterile equipment - use the smallest foley catheter possible, consistent with good drainage - document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance: - secure the foley catheter. Use the statlock® foley stabilization device if provided - maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions - maintain unobstructed urine flow and keep the catheter and collection tube free from kinking - keep the collection bag below the level of the bladder or hips at all times - empty the collection bag regularly using a separate, clean collection container for each patient * generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not deflating. Per follow up via email on 07feb2025. It was reported that the product catalog number was 0165l20 and the lot number was ngju2545. The patient was identified as a female. The catheter broke inside the patient, but the catheter came out of the patient. There was no harm, but catheter was replaced. The patient came into the clinic and stated that the catheter had come out due to the balloon popping. The customer was at home when it happened and then went to the emergency department to had it replaced. The patient stated this was the second time it had happened and would not allow staff to use the same kind of catheter again. The patient brought the catheter into the clinic. Currently staff had it in materials ready to go out to the manufacturer.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used hydrogel ctd catheter. Visual inspection of the sample noted the balloon had ruptured. This does not meet specification per inspection procedure which states " cup-valve to funnel union must be able to support a mass of 1.5 kg for 15 seconds without suffering detachment or rupture." No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box caution: this product contains natural rubber latex which may cause allergic reactions. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not deflating. Per follow up via email on 07feb2025. It was reported that the product catalog number was 0165l20 and the lot number was ngju2545. The patient was identified as a female. The catheter broke inside the patient, but the catheter came out of the patient. There was no harm, but catheter was replaced. The patient came into the clinic and stated that the catheter had come out due to the balloon popping. The customer was at home when it happened and then went to the emergency department to had it replaced. The patient stated this was the second time it had happened and would not allow staff to use the same kind of catheter again. The patient brought the catheter into the clinic. Currently staff had it in materials ready to go out to the manufacturer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not deflating. Per follow up via email on 07feb2025. It was reported that the product catalog number was 0165l20 and the lot number was ngju2545. The patient was identified as a female. The catheter broke inside the patient, but the catheter came out of the patient. There was no harm, but catheter was replaced. The patient came into the clinic and stated that the catheter had come out due to the balloon popping. The customer was at home when it happened and then went to the emergency department to had it replaced. The patient stated this was the second time it had happened and would not allow staff to use the same kind of catheter again. The patient brought the catheter into the clinic. Currently staff had it in materials ready to go out to the manufacturer.